Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part # 03.507.002s, lot # 6477857: supplier lot number: n/a, release to warehouse date: 12-oct-2010, expiration date: 12-sep-2019, manufactured by synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.4 mm threaded reduction tool broke off into a patient during a zygomaticomaxillary complex fracture (zmc fracture) on (B)(6) 2017. The device broke into two pieces; the threaded tip broke off from the shaft. The surgeon was able to retrieve both the pieces. There was a delay of thirty (30) minutes in order to retrieve the threaded tip of the reduction tool and the broken device shaft. The surgery was successfully completed and there was no harm to the patient. No additional medical intervention was required. This report is for one (1) 2.4mm threaded reduction tool self-drilling 78mm hex-sterile (B)(4).